Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the left anterior descending artery. A 3.50 x 28 mm xience sierra stent was implanted; however, after post dilatation with a balloon catheter, a distal edge dissection was observed. Another stent was used to treat the dissection. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.